Event description:
Discordant calcium (ca), creatinine (cre2), and potassium (k) results were obtained on a dimension vista 500 instrument. The results were reported to the physician(s) with a warning that the laboratory suspected sample contamination, and the physician(s) questioned the results. Since there was not enough sample to repeat testing, the customer ran a sample that was drawn 10 minutes earlier than the sample mentioned above for ca on a different dimension vista instrument. The ca result recovered higher, but was not reported to the physician(s). Then, the patient was redrawn and the new sample was processed on the initial dimension vista 500 instrument and the results recovered comparably to the initial results. These results were again reported to the physician(s) with a warning that the laboratory suspected sample contamination. Next, the customer repeated the new sample for calcium on the alternate dimension vista instrument, and the result recovered as <5 mg/dl. The patient was redrawn another time and the new sample was run on a non-siemens instrument for ionized calcium, creatinine, and potassium, recovering higher for creatinine and potassium. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted a siemens customer care. The customer indicated that quality controls were recovered within acceptable ranges on the day of event and this issue was isolated to one patient sample. A siemens customer service engineer (cse) was dispatched to the customer's site and performed service method testing (smt). Sample 1 mixer was in range however was degraded. The cse inspected and replaced sample 1 mixer proactively. The cse also replaced the reagent probe 1 mixer, sample probe 1, reagent 1 probe, and reagent 2 probe and performed alignments. The cse also recalibrated several assays on the instrument and ran quality controls, quick check, and mix tests, which recovered acceptably. Siemens further investigated the issue and determined that the sample mixer, sample integrity, and preanalytical variables potentially contributed to the discordant results. Quality control was in range and no issues were noted with other patient samples. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00320 was filed for the different calcium results obtained on the alternate dimension vista instrument.